Event description:
On 2/3/97, distributor received a report indicating that a fire had occurred. The fire appears to have originated in a tissue culture cell roller lab incubator. The fire was contained by, and within, the incubator. There was no loss of life nor injury, however there was damage to the cell roller and incubator, and there was reported loss of product.